Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose level was 31 mg/dl. The customer was assisted with bolus setting and daily history. It was unknown whether the insulin pump was on auto mode at the time if the event. The insulin pump will not be returned for analysis.